Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power socket was loose.

Manufacturer narrative:
The controller was received in (B)(4) on 12aug2016. It was later received in (B)(4) for testing on 08sep2016. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event as "loose port 1" was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to a loose power port one (1) connector; controller passed functional testing and performed as expected. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.